Manufacturer narrative:
Analysis was able to confirm the reported display issue; the display was out of electrical specification. Analysis also noted that the battery drawer was sticking. All found defective parts were replaced an all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) upper display was non-functional. The epg was returned for service. There was no patient involvement.